Event description:
An icast was implanted in the left common iliac artery successfully. The balloon was then removed from the body and re-used to post dilate stent. It was inflated to 9amp and would not completely deflate. A cut-down had to be performed to remove the balloon.

Manufacturer narrative:
Currently in the process of performing an evaluation and obtaining the lot number of the device. A follow-up report will be sent upon completion of the evaluation.